Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Set of screws functioned normally and that lead barrels had no irregularities. It was observed that no holes were noted in the seal plugs. A coulomb test was done that turned on pacing switches and measured the current after each switch was turned on. There was a high coulomb measurement noted when the rax supply was turned on which was consistent with a gate oxide defect in one of the transistors which connected the pacing supply to the output. There was a normal waveform noted on the ra but an unusual pacing waveform was observed on the ra chamber. In conclusion, the premature battery depletion/longevity and pacing threshold problem was confirmed.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) suggested save to disc for engineering analysis. The analysis confirmed that the device showed unexpected increase in average power level consumption. There was power level fluctuations noted since implant and the therapy usage of the device was unable to explain the high power. Further, this behavior was consistent with devices that have hardware defect or malfunction. Field representative suggested that the device be replaced and returned for analysis. This pacemaker was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.